Manufacturer narrative:
Reported event: an event regarding femoral loosening involving a triathlon stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. It must be noted that the surgical protocol for mrh femoral components indicates that the mrh/duracon stem mates with the femoral component. The triathlon stem is not referenced in the implant listing in the surgical protocol. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: index and revision surgeon (B)(6). "Procedure: the patient had a complex history regarding his left knee. Had an index tka out of cors scope, then he had a neurological diagnosis that led to instability due to hyperextension. He had left knee revisions on (B)(6) 2017. All components exchanged. Now it was noted that the femoral component was loose and underwent second left knee revision on (B)(6) 2018. Longer stem and cone exchanged, patellar component retained. Some components in the second revision are off-label use".